Manufacturer narrative:
Batch review performed on 31.03.2021: lot 2001464: (B)(4) items manufactured and released on 07.07.2020. Expiration date: 2025-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medacta medical affairs manager: femoral component revision performed 4 months after primary cementless total hip arthroplasty. No information concerning patient age, general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary investigation performed by medacta r&d hip project manager: looking at the image of the explanted stem it is visible that the whole ha on the stem body seems to be completely absorbed as expected. On the taper part a big scratch is present on the bottom part and it is reasonably to assert that it is due to the revision surgery. It is not possible to determine the root cause of the reported loosening.

Event description:
Revision surgery 4 months after the primary surgery for stem mobilization.